Event description:
It was reported that during preparation, the cardiosave intra-aortic balloon pump (iabp) nhc rp error occurred during pneumatic module test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation, the cardiosave intra-aortic balloon pump (iabp) nhc rp error occurred during pneumatic module test. There was no patient involvement

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: (B)(6). Additional information: e1(event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit which was having  pneumatic module test fail issue. To fix this issue fse replaced new safety disk. All manifold test passed. All functional safety checks have been made to meet factory specifications. The iabp returned to the customer for use.